Manufacturer narrative:
(B)(4). The product was not returned for evaluation. (B)(6) report stated that uncoated diffusive hollow gas fibers with corona layer which stabilizes the attachment to the potting surface already exists. The complaint has been confirmed. Please refer to the (B)(4) for details of the actions taken. Complaint trends will continue to be monitored for this issue. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Primed circuit began leaking clear fluid from the exhaust port of the quadrox-ID oxygeantor.

Manufacturer narrative:
On (B)(6) 2015 11:07 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Primed circuit began leaking clear fluid from the exhaust port of the quadrox-ID oxygenator.